Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage. The patient had multiple reprogramming done with unsuccessful result. The patient underwent a revision procedure wherein the paddle lead was adjusted and moved higher to capture the low back coverage. The patient was doing well post operatively. No device was removed or added.